Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity went from 60% to end of life (eol) indicator between eight months. The device is concerned by lack of notifications of premature battery depletion. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity went from 60% to end of life (eol) indicator between eight months. The device is concerned by lack of notifications of premature battery depletion. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.